Event description:
The lesion being treated was a 2.5mm 99% stenosed left main coronary artery (lmca). The lesion was predilated. The physician then placed a taxus express2 8.8% 3.00x8mm drug eluting stent in the lmca. A dissection occurred proximal and distal to the lesion. It is unk what was done to treat the dissection. The next lesion being treated was a 2.5mm 99% stenosed distal circumflex (dist cx) artery. The lesion was not predilated. The physician then attempted to place a taxus express2 8.8% 2.50x20mm drug eluting stent in the dist cx. The physician was unable to cross the lesion, and a dissection occurred proximal and distal to the lesion. The physician then placed a guidant vision in the dist cx to repair the dissection. In 2005, the pt experienced a q-wave anterior mi. In the opinion of the physician the relationship of the mi to the taxus stent is "probable" and the relationship to the target vessel is "probable". The pt was discharged on plavix and aspirin. Six days laterthe pt experienced a non q-wave mi. In the opinion of the physician the relationship of the second mi to the taxus stent is "unk", and the relationship of the second mi to the target vessel is "unk".